Event description:
It was reported volume discrepancies were encountered; 6.0 ml was aspirated when 3.2 ml was expected.

Manufacturer narrative:
This report is being filed under exemption which covers a 3-year retrospective review of events reported by consumers, between 2004 and 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 2 unreported malfunction events for model ddb programmer, 1 malfunction event for model 8627-10, 15 malfunction events for model ddb pump, 1 malfunction event for model ddb catheter, 1 malfunction event for model 863740, 2 malfunction events for model 8637, 1 malfunction event for model 8627l18 and 1 malfunction event for model 862718 for the above time period (all product code lkk). This total includes the event described in this report.